Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event. On the same day, the patient began treatment for the peritonitis with injection (inj) vancomycin (2 gm, once a week, route not reported), inj ceftazidime (1 gm every day, route not reported) and tablet cifran (500mg twice a day, route not reported). The outcome of the peritonitis was unknown. At the time of this report, dianeal therapy was ongoing. No additional information is available.